Event description:
The customer reported that the system displayed a grainy image and foot pedal would not release. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep was unable to reproduce the reported issue. The service rep did replace the interconnect cable and reseat the printed circuit boards. The system was tested and found to be working as intended and put back in service.